Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was unable to confirm the alleged sealing issue. The returned instrument was installed on in-house system for functional testing and passed tests related to energy delivery, grip force, gap gage, and electrical continuity. A review of the system's log indicated no error messages related to sealing issues. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported insufficient sealing issues could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that an endowrist vessel sealer instrument failed to seal during a davinci prostatectomy surgical procedure. The planned surgical procedure was completed by using another device and there was no allegation of any harm, injury or adverse outcome to the patient. On (B)(6) 2016, intuitive surgical inc. (Isi) contacted the customer to obtain additional information of the event. The da vinci coordinator stated that she did not have any information regarding the reported event. Multiple attempts have been made to obtain additional information; however, isi has been unable to gather more details regarding the reported event.